Event description:
It was reported during a routine follow-up visit that both the right ventricular (rv) coil and superior vena cava (svc) coil had fluctuating and high impedances since implant. It was also reported that the left ventricular (lv) lead had high pacing impedances. A chest x-ray was done and reportedly looked "normal". The patient will be seen by the physician. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular (bi-v) defibrillator 2013 (B)(6); 5071-35 implantable pacing lead 2013 (B)(6). (B)(4).